Event description:
The surgeon reported regrowth of capsular epithelium over capsulotomy on the surface of the iol. Surgeon performed yag capsulotomy on 7/14/99 and again on 8/11/99. The pt's visual acuity decreased to 20/40 at last reported. The lens remains implanted.